Event description:
A malfunction on the pump was reported by the caller, with the malfunction code malf 12 displayed. There was no adverse impact to the customer's blood glucose level. The customer was advised to use an alternative insulin delivery method through manual injections and was sent a replacement pump with updated software by technical support. Instructions were provided on how to return the faulty pump, enter storage mode, and steps upon receiving the replacement pump, all of which the caller understood and acknowledged.